Manufacturer narrative:
A visual inspection of the returned device revealed a kink in the sheath lapjoint section and visual and microscopic inspection revealed a hole in the lapjoint section. Leaks was observed in the lapjoint section during the flush testing.

Event description:
Reportable based on device analysis completed on 03mar2021. It was reported that a shaft leak occurred. During preparation of the opticross hd imaging catheter outside the patient, it was noted that the shaft was leaking at its connection part. The procedure was completed with a different device. Device analysis revealed a hole in the lapjoint section.